Event description:
The facility reported a colleague infusion pump which shuts off spontaneously. This problem was identified before use. There was no patient injury or medical intervention necessary. No additional information is available. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.